Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a esophagogastroduodenoscopy procedure performed for band ligation in the esophagus. According to the complainant, the bands of the device would not deploy. No damage was noted to the packaging, or device. There were no issues noted during setup of the device. The handle was able to be turned, but there was a lot of resistance. Another speedband device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.